Event description:
It was reported that the safety needle does not close properly after the draw and sometimes not at all. They are difficult to close. Sometimes, just pushing on the plastic piece to close the needle causes it to come loose from the hub. No related injury.